Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Device replacement was recommended, however at this time the s-ICD remains in service. No adverse patient effects were reported.